Event description:
A "popping" noise was heard. The wire became detached from the handpiece but remained within the sheath. Device was taken out of service. Date of use: (B)(6) 2013. Diagnosis: debridement.